Event description:
It was reported that in the general intensive care unit when aspirating blood, according to the physician, a considerable amount of air entered the ars. As a result the needle and ars were removed from the pt's subclavian vein, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.